Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was reprogrammed due to oversensing. Defibrillation threshold testing was not performed at this lesser sensitivity. Subsequent ventricular fibrillation (vf) was undersensed by the ICD and, therefore, therapy was not delivered. The patient expired.